Event description:
There was no reported pt impact associated with this complaint. Eval revealed that the pump was intermittently responsive to keypad button presses.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the pump was intermittently responding to keypad presses. Adhesive was found under the button contacts.